Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's calcified anatomy. Following the successful implant of the valve, at 1 millimeter (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc), paravalvular leak (pvl) was noted. A post-implant bav was planned to address the pvl. Upon the performance of the bav, the valve dislodged to -5 mm on the ncc and -5 mm on the lcc. Subsequently, a new valve was successfully implanted. Additional information was received that a medtronic guidewire was used during the implant procedure, and the deployment starting point was mid pigtail. Following the implant of the valve, the severity of the pvl was moderate. Per the physician, due to the patient "crashing", the implanting team did not have ample time to assess the depth of implant of the first valve, so the implant depth may have been over estimated and contributed to the dislodgement; however, the implant depth of the first valve was the intended implant depth.

Manufacturer narrative:
Updated data: b2. B5. D. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329; product ID: d-ev olutfx-2329; lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: unknown; FDA site ID: unknown. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {non-implantable} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's calcified anatomy. Following the successful implant of the valve, at 1 millimeter (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc), paravalvular leak (pvl) was noted. A post-implant bav was planned to address the pvl. Upon the performance of the bav, the valve dislodged to -5 mm on the ncc and -5 mm on the lcc. Subsequently, a new valve was successfully implanted.

Manufacturer narrative:
Corrected data: h6. Annex e code (e2343) was added to replace the previous annex e code (e2402) that pertains to the delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.